Manufacturer narrative:
Visual inspection of the returned device found a fracture on the outer insulation near the distal end tip. Based on the direction of the discrete cuts and the peeling of the outer insulation layer on the lead, the most likely caused was the lead caught on a sharp object such as the needle tip. The manufacturing records were reviewed and no non-conformities were found.

Event description:
The device was returned and analyzed.

Manufacturer narrative:
Analysis of the returned device is currently in progress. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the lead frayed during the implant procedure. The physician noted there was difficulty placing the lead. The damaged lead was replaced and the procedure was completed with no further complications. The patient did not sustain any injuries and is currently using their device to find effective pain relief.